Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer¿s blood glucose level. The pump had not been returned for examination despite multiple attempts.